Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that the instrument (B)(6) has exceeded the expected service life of the clinitek advantus system. The customer was using the device beyond its intended usage life. The event was due to user error.

Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet. The affected main pcb was requested to be returned as well as more information for further investigation. The cause of this event is unknown.

Event description:
Customer reported that the advantus device produced a smoking smell. Visible smoke was observed. There is no report of injury due to this event.